Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly was noted. The insulin pump had a scratched display window, cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The caller reported that the insulin pump was had unresponsive keypad. The numbers were scrolling up on their own. The customer's blood glucose was 179 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.